Event description:
Twenty eight percent negative results for rapid influenzae a/b test kit between 10/04 and 2/15/2005. Company notified by our lab and replied that this was due to "bad lot." Replacement kit results were 33% false negatives between 2/16/2005 and 04/2005. Physicians use test to make diagnosis and treatment decisions. Product literature claims 92% sensitivity/100% specificity.